Event description:
Per the arjohuntleigh field service rep's idf event description: "caregiver was filling p200 tube and getting resident ready for bath when tub tipped forward to the right. Some water was emptied, and tub fell back to ground. No one was injured. Resident and caregiver were to the left of tub."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4).